Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and the patient got treated by eating ramne or biscuits. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.